Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the reporter and obtained the following information: the instrument was inspected prior to use, and no damage or anything out of the ordinary, such as bent or misaligned grips, was observed. Hem-o-lock green clips were used with the clip applier instrument. The surgeon used green clips on the vessel or structure, and the vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The incident occurred during the first clip application.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, large hem-o-lok clip applier instrument did not apply properly the clips: they were not closed or they got broken. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.